Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
On 2015-12-17 information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal hydromorphone 10 mg/ml (2.5 mg/day) via an implantable infusion pump. The indication for use was not noted. The event date, catheter implant date, catheter serial/lot number, drug lot number, concomitant medication list, and patient medical history were all noted as unable to obtain. The patient reported increased pain to the hcp. The catheter was thought to have moved out of the spine; however, on investigation in "theatre", the catheter was still in the spine. The cerebrospinal fluid (csf) back flow rate was slow. The hcp removed the pump segment and the rate increased. The pump segment was changed. When the connection between the removed pump segment and the small piece of spinal segment that was removed, was pulled on, it came free of the connector easily. Part of the collet also reportedly came off. The troubleshooting/diagnostics performed was unknown. The device was returned and the issue was resolved, as of (B)(6) 2015. The patient status at the time of the report was "alive - no injury". The hcp had no further information.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Upon device return, the collet of the catheter pin connector was damaged and not fully locked in place. Also, the catheter transition tubing was found to be damaged.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.